Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges lung damage. The device was returned to the manufacturer and was evaluated at the product investigation laboratory. Evidence of sound abatement foam degradation/breakdown was not observed in the base unit. Operational testing showed that the unit provided flow and the heater plate and heated tube were tested and both provided heat. Slight unknown contamination was observed in the bottom of the humidifier chamber. 1882.6 machine hours were logged. No other device problem was found. Three attempts to have further investigation were unsuccessful. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.